Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Correction: device availability: d10: the device availability date was incorrect in the initial report. The date has been updated from 5/31/2020 to 6/16/2020. D4: serial number: the serial number was unknown in the initial report. The serial number has been updated as (B)(6). G1-2: the manufacturer location was unknown in the initial report. The location has been updated to oberdorf. The contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. H4: device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 5/18/2017. Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. UDI: (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporter¿s complete facility address was not provided. The serial number was unknown; therefore, the device manufacture date is unknown. The manufacturing location is unknown. Concomitant medical products and therapy dates: radiolucent-drive device, (B)(6) 2020. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
This is report 2 of 2 for the same event: it was reported from (B)(6) that during an open reduction internal fixation (orif) of the right proximal humeral fracture surgery, it was discovered that the radiolucent-drive device become hot. It was reported that during the surgery, the device rotated centering on the power tool like propeller. It was reported that the user cooled the device and continued the drilling with a free hand drill without the radiolucent drive. It was reported that the surgery was successfully completed with a thirty-minute delay. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device passed all pre-repair diagnostic assessments and no failures were identified. Therefore, the reported condition was not confirmed, and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.